Event description:
A (B)(6) distributor contacted zoll customer support to report that a pt had received a service code 204. Electrode belt sn (B)(4) was returned to zoll for eval.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a test monitor. The cause of the communication failure was isolated to an open white wire in the electrode belt trunk cable. The root cause for the open wire could not be positively identified. No adverse event resulted from the open wire in the trunk cable.